Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Lot trend evaluation was not performed since the lot number is unknown. Distribution records were unable to be reviewed to identify potential lots of this product shipped to the customer over the past 3 months as the product is unknown. Batch records could not be identified for review and confirmation of deviations or non-conformances during the manufacturing process could not be performed as the lot and code number is unknown.

Event description:
A peritoneal dialysis patient's contact reported the cycler alarmed during fill 1 of 5. Patient cancelled treatment, opened the cycler door and noticed fluid leaking from the cassette and into the cycler. Treatment was cancelled. The sample set was discarded. The catalog number or identifying information was not available. During follow up, the patient's peritoneal dialysis registered nurse (pdrn) reported there were no serious injuries, complications or infections. The patient's effluent remains clear. The patient's was notified. The patient is not on any antibiotics. There are no adverse events reported at this time.